Event description:
In a literature article, it was reported that 4 eyes experienced posterior lamellar detachment after intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. Lit ref: ugo de sanctis, francesco damiani, luca brusasco, federico grignolo. Refractive error after cataract surgery combined with descemet stripping automated endothelial keratoplasty. Am j ophthalmol 2013;156:254-259. (B)(4).